Event description:
The event is reported as: complaint alleges: the doctor discovered leakage that occurred on the balloon. Defect was discovered prior to use on a pt during inspection/functionality testing. There was no pt injury reported.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.